Event description:
Pt admitted to hospital for exploratory laparotomy, right salpingoophorectomy and left ovarian cystectomy. Foley catheter was inserted intraoperatively. The next day rn was trying to deflate foley catheter balloon and was unsuccessful. The 10cc syringe had not been exercised prior to attachment to catheter inflating hub. The rn withdrew 4cc of fluid and then no more would come out. The balloon was re-inflated with 3cc of fluid and an attempt to aspirate. The pt was taken to surgery the next day for a cystoscopic deflation and removal of the retained foley catheter under general anesthesia.